Event description:
Report received from abbott affiliate of two incidents of PICC lines clotting. "The patient was on treatment for ten days by the time she experienced two catheter blockages due to backflow. The tubing was connected to a cook PICC line. Blood backflowed from the PICC (line into the filter set) tubing two times over ten days. First time, reversed with flushing of the line with IV solution and no consequences. The second time, patient was taken to the ER." Additional information provided states the patient was successfully treated in the ER with activase to unblock the catheter. The patient was receiving an antibiotic regimen of clindamycin at 75 cc/hr over 30 minutes three times daily in a solution of either dextrose or normal saline. The pump was programmed to infuse at 1 cc/hr between doses.